Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys switched easily from mode to mode with no problems encountered. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 2600 could not be changed from auto mode to film mode. There was no adverse pt involvement reported. There was no pt info reported.